Event description:
Per nurse, "guidewire appears to be stuck. Unable to retract needle and push guidewire in". Manufacturer response for catheter, intravascular,therapeutic,short-term less than 30 days, peripheral catheter insertion kit (per site reporter). Alerted the bd rep for the facility that there was an issue.